Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly the patient presented to the hospital with localized pacemaker pocket pain. The pocket was opened and there was purulence, necrotic pus like material and small vegetation noted. The pocket was then irrigated and closed. The blood cultures sent were positive for enterococcus faecalis and the echocardiogram demonstrated an echodensity on the rv lead. There were no additional adverse patient effects reported. The rv lead was explanted.